Event description:
The pt had a magnetic resonance imaging. Three to four days later he was showing signs of withdrawal. The pump was responsive to telemetry; the hcp enabled the low battery alarm. The hcp planned to refill the pump and check its status. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, important info on potential MRI effects physician communication (august 2008).